Manufacturer narrative:
(B)(4). Device is combination product. (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during prep for a percutaneous coronary intervention (pci) stent damage occurred. Vascular access was obtained via femoral approach. The 80% stenosed, 2.5x22mm, de novo, target lesion was located in the left circumflex artery (lcx). The lesion was predilated with a 1.50 x 20mm maverick balloon which reduced the stenosis to 50%. While preparing a 2.5x20mm promus element drug eluting tent, it was noticed that the proximal portion of the stent was deformed. The procedure was successfully completed with another of the same device. No patient complications were reported.

Event description:
It was reported that during prep for a percutaneous coronary intervention (pci) stent damage occurred. Vascular access was obtained via femoral approach. The 80% stenosed, 2.5x22mm, de novo, target lesion was located in the left circumflex artery (lcx). The lesion was predilated with a 1.50 x 20mm maverick balloon which reduced the stenosis to 50%. While preparing a 2.5x20mm promus element drug eluting tent, it was noticed that the proximal portion of the stent was deformed. The procedure was successfully completed with another of the same device. No patient complications were reported.